Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and fatigue. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event. On an unspecified date, the patient was treated with unspecified empirical antibiotics for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.